Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through customer services "lump under right arm, multiple nodules containing silicone, along with a rupture of implant". Later patient reported "emotionally extremely distressed, very worried about both physical health and mental and emotional wellbeing, as this situation has been causing considerable anxiety and distress". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, g1, g2, h6. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Later healthcare professional reported "patient has had breast ultrasound which shows right implant rupture with axillary nodes containing silicone".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.